Event description:
The account alleged that the side rail switch cable for the composer system is cut at the pt right head side rail. The account alleged that bare metal wire was visible. No injury reported.

Manufacturer narrative:
The account re-soldered the cut side rail switch cable to resolve the issue.